Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("recurrent urinary infections"), arthralgia ("joint pain"), renal pain ("pain in the left renal fossa"), groin pain ("groin pain") and headache ("headaches"). In (B)(6) 2018, the patient experienced device dislocation ("possible poor placement of the left essure in (B)(6) 2018"). In (B)(6) 2019, the patient experienced allergy to metals ("having obtained positive results for a nickel allergy in 2019"). In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal, device dislocation, urinary tract infection, arthralgia, renal pain, groin pain, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia, device dislocation, groin pain, headache, medical device removal, renal pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: positive results for a nickel allergy. Ultrasound scan - in (B)(6) 2018: evidence of a possible poor placement of the left essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure device removal') in a 41-year-old female patient who had essure (batch no. 50534021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and gravida ii. In 2011, the patient experienced urinary tract infection ("recurrent urinary infections"), arthralgia ("joint pain"), renal pain ("pain in the left renal fossa"), groin pain ("groin pain") and headache ("headaches"). In 2011, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation ("possible poor placement of the left essure in (B)(6) 2018"). In (B)(6) 2019, the patient experienced allergy to metals ("having obtained positive results for a nickel allergy in (B)(6) 2019"). In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal, device dislocation, urinary tract infection, arthralgia, renal pain, groin pain, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia, device dislocation, groin pain, headache, medical device removal, renal pain and urinary tract infection to be related to essure. The reporter commented: essure insertion was deemed as easy in the procedure documentation. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: positive results for a nickel allergy. Hysteroscopy - on (B)(6) 2011: examination during essure insertion procedure: tubal ostium left and right are good. Canalization were easy no pain presented.. Ultrasound scan - on (B)(6) 2011: very satisfied with essure placement; in (B)(6) 2018: evidence of a possible poor placement of the left essure. Lot number: 50534021 manufacture date:2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('possible poor placement of the left essure in (B)(6) 2018') in a 41-year-old female patient who had essure (batch no. 50534021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida ii, asthma (since childhood), mite allergy (since childhood) and tonsillectomy. Previously administered products included for an unreported indication: intrauterine contraceptives from 1997 to 2002, intra uterine device from 1991 to 1995, triagynon in 1988, novaplus ag 380 70 htm and novaplus ag 380 70 htm. Past adverse reactions to the above products included acne with novaplus ag 380 70 htm; and swelling with novaplus ag 380 70 htm. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced recurrent urinary tract infection ("recurrent urinary infections"), the first episode of arthralgia ("joint pain"), renal pain ("pain in the left renal fossa"), groin pain ("groin pain") and headache ("headaches").on (B)(6) 2017, the patient experienced pelvic discomfort ("pelvic discomfort") and pelvic pain ("pelvic pain"), 6 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced ovulation pain ("ovulation pain"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion intervention required). In (B)(6) 2019, the patient experienced allergy to metals ("having obtained positive results for a nickel allergy in (B)(6) 2019") and asthma ("severe persistent asthma due to allergy to mites"). In (B)(6) 2019, the patient experienced asthenia ("asthenia") and rhinoconjunctivitis ("symptoms of rhinoconjunctivitis refer perennial tearing"). On an unknown date, the patient experienced toothache ("dental pain"), hordeolum ("stye"), dental caries ("tooth decay"), dysuria ("dysuria"), dysphonia ("dysphonia"), cough ("cough"), pyrexia ("fever"), affective disorder ("mood disorder due to family problems"), rosacea ("rosacea"), urinary tract infection ("infection urine"), vulval disorder ("vulvar cigar after taking antibiotics"), conjunctivitis ("conjunctivitis"), dizziness ("dizziness"), helicobacter infection ("presence of helicobacter pylori"), paraesthesia ("tingling fingers"), abdominal distension ("abdominal swelling (after essure removal)"), micturition disorder ("voiding syndrome (after essure removal) / burning"), the second episode of arthralgia ("pain in the popliteal fossa (after essure removal)"), eye pruritus ("ocular puritus, with conjunctival"), tooth loss ("loss of teeth (implants)") and rhinitis ("very mild rhinitis"). The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, recurrent urinary tract infection, renal pain, groin pain, headache, allergy to metals, pelvic discomfort, pelvic pain, toothache, hordeolum, dental caries, dysuria, dysphonia, cough, pyrexia, affective disorder, rosacea, urinary tract infection, vulval disorder, conjunctivitis, dizziness, helicobacter infection, paraesthesia, abdominal distension, micturition disorder, the last episode of arthralgia, eye pruritus, tooth loss, asthma, asthenia, rhinoconjunctivitis, rhinitis and ovulation pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, affective disorder, asthenia, asthma, cough, dental caries, dizziness, dysphonia, dysuria, eye pruritus, helicobacter infection, hordeolum, micturition disorder, ovulation pain, paraesthesia, pyrexia, rhinitis, rhinoconjunctivitis, rosacea, tooth loss, toothache, vulval disorder, conjunctivitis, urinary tract infection and the second episode of arthralgia with essure. The reporter considered allergy to metals, device dislocation, groin pain, headache, pelvic discomfort, pelvic pain, recurrent urinary tract infection, renal pain and the first episode of arthralgia to be related to essure. The reporter commented: essure insertion was deemed as easy in the procedure documentation. She refers that a long time ago he had problems with jewelry, bracelets, etc. On april/19, she had asthenia and a feverish sensation without fever. It usually happens every year with the changes of season, but this year more. The adverse events that are undated occurred after insertion of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: positive results for a nickel allergy. Hysteroscopy - on (B)(6) 2011: examination during essure insertion procedure: tubal ostium left and right are good. Canalization were easy no pain presented.. Physical examination - on (B)(6) 2018: external genitalia: eczematous and erythematous on contact, celestial minima. Vagina: no lesions, little flow; vaginal: cx. Post., mobile, not painful.. Ultrasound scan - on (B)(6) 2011: very satisfied with essure placement; in (B)(6) 2018: evidence of a possible poor placement of the left essure. Uterus in: 80 x 41 x 53 mm suede. Contours: regular 4 mm endometrium. Endometrial cavity: regular right ovary: 25 x 16 left ovary: 27 x 22 both with normal characteristics free liquid: no. Right essure perfectly located in the intramural region of the right tube. Measures 27 mm 32 mm long left essure, it looks somewhat more peripheral, closer to the uterine serosa, but it follows the direction of the tube so I could not tell if it is an effect of the uterine position, on the other hand, no pain when touching that point, little discomfort from pressure.. Lot number: 50534021 manufacture date:2010-07 expiration date: 2013-07 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jun-2021: new adverse events received: pelvic discomfort, pelvic pain, tooth pain, stye, tooth decay, dysuria, dysphonia, cough, fever, mood disorder, rosacea, urinary intection, vvulvar disorder, conjunctivitis, dizziness, helicobacter infection, tingling, swelling abdomen, voiding syndrome, pain in the popliteal fossa, eye pruritus, tooth loss, asthma, asthenia, rhinoconjunctivitis, rhinitis and ovulation pain. New reporter type (physician), treatment drugs, medical history, historical drugs and lab datas. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("recurrent urinary infections"), arthralgia ("joint pain"), renal pain ("pain in the left renal fossa"), groin pain ("groin pain") and headache ("headaches"). In (B)(6) 2018, the patient experienced device dislocation ("possible poor placement of the left essure in (B)(6) 2018"). In (B)(6) 2019, the patient experienced allergy to metals ("having obtained positive results for a nickel allergy in (B)(6) 2019"). In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal, device dislocation, urinary tract infection, arthralgia, renal pain, groin pain, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia, device dislocation, groin pain, headache, medical device removal, renal pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: positive results for a nickel allergy. Ultrasound scan - in (B)(6) 2018: evidence of a possible poor placement of the left essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("possible poor placement of the left essure in (B)(6) 2018") in a 41 year-old female patient who had essure inserted (lot no. 50534021) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lsil, tonsillectomy, mite allergy (since childhood), asthma (since childhood), gravida ii and parity 2. No alcohol consumption. Previously administered products included: triagynon, intrauterine contraceptives, intrauterine contraceptives, novaplus t, novaplus t and eutirox. Past adverse reactions to the above products included: swelling with novaplus t and pimples with novaplus t. Concurrent conditions were listed as non-smoker, dyslipidemia (treated with diet), hypertension (uncomplicated, treated with amlodipine 5 mg daily) and hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In 2011, she experienced groin pain ("groin pain"), headache ("headaches"), recurrent urinary tract infection ("recurrent urinary infections"), renal pain ("pain in the left renal fossa") and a first episode of arthralgia ("joint pain"). On (B)(6) 2017, she experienced pelvic pain ("pelvic pain") and pelvic discomfort ("pelvic discomfort"). On (B)(6) 2018, she experienced ovulation pain ("ovulation pain"). In (B)(6) 2018, she experienced device dislocation (seriousness criterion intervention required). In (B)(6) 2019, she experienced allergy to metals ("having obtained positive results for a nickel allergy in (B)(6) 2019") and asthma ("severe persistent asthma due to allergy to mites"). In (B)(6) 2019, she experienced rhinoconjunctivitis ("symptoms of rhinoconjunctivitis refer perennial tearing") and asthenia ("asthenia"). Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal distension ("abdominal swelling (after essure removal)"), urinary tract infection ("infection urine"), dysuria ("dysuria"), burning micturition ("voiding syndrome (after essure removal) / burning"), vulval disorder ("vulvar cigar after taking antibiotics"), a second episode of arthralgia ("pain in the popliteal fossa (after essure removal)"), toothache ("dental pain"), dental caries ("tooth decay"), tooth loss ("loss of teeth (implants)"), rosacea ("rosacea"), hordeolum ("stye"), conjunctivitis ("conjunctivitis"), eye pruritus ("ocular puritus, with conjunctival"), dysphonia ("dysphonia"), cough ("cough"), pyrexia ("fever"), helicobacter infection ("presence of helicobacter pylori"), dizziness ("dizziness"), paraesthesia ("tingling fingers"), rhinitis ("very mild rhinitis") and affective disorder ("mood disorder due to family problems"). The patient was treated with analgesics as well as surgery (essure removal by laparoscopic bilateral salpingectomy with intraoperative x-ray). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered allergy to metals, the first episode of arthralgia, device dislocation, groin pain, headache, pelvic discomfort, pelvic pain, renal pain and recurrent urinary tract infection to be related to essure administration. No causality assessment was received for essure with regard to toothache, hordeolum, dental caries, dysuria, dysphonia, cough, pyrexia, affective disorder, rosacea, urinary tract infection, vulval disorder, conjunctivitis, dizziness, helicobacter infection, paraesthesia, abdominal distension, burning micturition, the second episode of arthralgia, eye pruritus, tooth loss, asthma, asthenia, rhinoconjunctivitis, rhinitis or ovulation pain. The reporter commented: essure insertion was deemed as easy in the procedure documentation. She refers that a long time ago he had problems with jewelry, bracelets, etc. On (B)(6), she had asthenia and a feverish sensation without fever. It usually happens every year with the changes of season, but this year more. The adverse events that are undated occurred after insertion of the essure. There are no records of hospital emergency care, neither in the 2 years prior to the date of placement of the essure device ((B)(6) 2011), nor in the 2 years after its removal ((B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in (B)(6) 2019: positive for nickel allergy. [Hysteroscopy] on (B)(6) 2011: examination during essure insertion procedure: tubal ostium left and right are good. Canalization easy. No pain presented. [Pathology test] on (B)(6) 2019: right salpingectomy: unremarkable fallopian tube. Left salpingectomy: unremarkable fallopian tube. [Physical examination] on (B)(6) 2018: external genitalia: eczematous and erythematous on contact, celestial minima. Vagina: no lesions, little flow; vaginal: cx. Post., mobile, not painful. [Ultrasound scan] on (B)(6) 2011: very satisfied with essure placement; in (B)(6) 2018: evidence of a possible poor placement of the left essure. Uterus in: 80 x 41 x 53 mm suede. Contours: regular, 4 mm endometrium. Endometrial cavity: regular. Right ovary: 25 x 16. Left ovary: 27 x 22 both with normal characteristics. Free liquid: no. Right essure perfectly located in the intramural region of the right tube. Measures 27 mm 32 mm long left essure, it looks somewhat more peripheral, closer to the uterine serosa, but it follows the direction of the tube so I could not tell if it is an effect of the uterine position, on the other hand, no pain when touching that point, little discomfort from pressure lot number: 50534021. Manufacture date: 2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jul-2023: medical record received. Concomitant conditions added, specification of surgery, pathology test after essure removal. New reporter added and city name updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure device removal') in a 41-year-old female patient who had essure (batch no. 50534021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and gravida ii. In 2011, the patient experienced urinary tract infection ("recurrent urinary infections"), arthralgia ("joint pain"), renal pain ("pain in the left renal fossa"), groin pain ("groin pain") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation ("possible poor placement of the left essure in (B)(6) 2018"). In (B)(6) 2019, the patient experienced allergy to metals ("having obtained positive results for a nickel allergy in (B)(6) 2019"). In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal, device dislocation, urinary tract infection, arthralgia, renal pain, groin pain, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia, device dislocation, groin pain, headache, medical device removal, renal pain and urinary tract infection to be related to essure. The reporter commented: essure insertion was deemed as easy in the procedure documentation diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: positive results for a nickel allergy. Hysteroscopy - on (B)(6) 2011: examination during essure insertion procedure: tubal ostium left and right are good. Canalization were easy, no pain presented. Ultrasound scan - on (B)(6) 2011: very satisfied with essure placement; in (B)(6) 2018: evidence of a possible poor placement of the left essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: patient information updated; essure batch number added; insertion date updated; lab data updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.